Event description:
During device replacement for normal battery depletion, there was a failure to disconnect the right ventricular (rv) lead from the header of the device as the set screw could not turn. The rv lead was capped and replaced and the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored; there were no adverse consequences.

Manufacturer narrative:
The reported event of the setscrew could not be turned to loosen it to remove the lead was confirmed. Analysis revealed that calcified blood was filling the setscrew inset. The calcified blood was preventing the wrench from engaging the setscrew inset to untighten the setscrew. Wrenches cannot penetrate the calcified blood. The wrench can only strip portions of the inset it comes in contact with. The calcified blood was removed in the lab. Then a wrench could be inserted to engage the setscrew to untighten it. The stuck lead could then be removed from the connector. The blood came through a hole punched through the septum by the user of the torque wrench at time of implant.